Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, the pulse generator exhibited a magnet response stored egm with no pacing at the magnet rate. No intervention was performed. The patient was in stable condition.